Event description:
It was reported that during an implant attempt of a left ventricular lead, a smaller lead was required due to the target branch. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and outer tubing overlay and there was blood in/on the helix mechanism.